Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The break in aseptic technique was further described as the area not being cleaned prior to beginning peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection 1 gram (route, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.